Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll germany for evaluation. The customer's report was verified and attributed to corrupted software however, the root cause of the software timeout could not be determined. To prevent future recurrence, the main pcb was replaced. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.